Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an ladg procedure the tip of the active blade was broken. Broken tip was recovered from the patient and a new instrument was used to finish surgery. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). The device returned had a different batch number than what was reported. The device received was batch k92j19 and the device reported was batch # k92h23 the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. As the batch number was different, it is possible that the device returned may have been used to complete the procedure and is not the device complained about.